Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the battery compartment was cracked. The battery cap was not returned with the pump, so a test cap was used. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, there was no damage to the keypad. All of the buttons on the keypad were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed.